Manufacturer narrative:
Further information from the reporter, regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, that "they are going to intervene a patient carrier of allergan inspira tsm prosthesis, due to capsular contracture baker, grade IV. And rupture of the left side". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as unidentified (tea) opening. Shell thickness within specification. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported that "they are going to intervene a patient carrier of allergan inspira tsm prosthesis due to capsular contracture baker grade IV and rupture of the left side." Device has been explanted and replaced with non-allergan brand.